Manufacturer narrative:
Technical services/product performance engineering has confirmed normal device longevity. And does not meet the reportability criteria.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information received indicated therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that pc displayed "replace generator soon" message. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later. It is unknown if the device prematurely reached end of life.